Manufacturer narrative:
The reported event was confirmed as manufacturing related. Per the visual inspection, a cut to 0.5¿ from the bifurcation on the drainage lumen was found. Per the functional evaluation, the balloon was inflated with 12cc of air using a syringe, and it was not deflated. Water was then injected into the drainage lumen and leakage was noted by a cut below the bifurcation area on the drainage lumen. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a pinhole on the shaft of the catheter causing water leakage. This event occurred during a pretest. Upon sample evaluation, a cut was observed below the bifurcation area on the drainage lumen.